Manufacturer narrative:
This report is filed on august 22, 2013.

Event description:
Per the clinic, the patient experienced a lack of connection with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and reimplant the patient with a new device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.